Event description:
Rec'd notice of complaint concerning above product via phone call from royal society of medicine. Reports that the facility has had 6 "blood leaks" over the past couple of weeks. Reports one "major" blood leak, 2 unconfirmed (by test strip) and the remainder were confirmed with test strips. 2/17-called facility to confirm info, nurse manager not available. Left message to return phone call. 2/22-spoke with nurse manager regarding incidents. Reports that the 6 events. Occurred over a period of a few weeks, involved only 2 pts and occurred only on the 3rd (last) shift of the day. Also reports that the acute program has used the same lot numbers and have not experienced any similar problems. The nurse manager reports that the dialyzers are being primed according to procedure (same procedure is used in the acute program). All of the suspect dialyzers are dry packs; facility does not reprocess f8's. Nurse manager had the chief tech pre-process some f8's from the reported lot numbers in order to do pressure holding tests. States that no problems/leaks were identified during preprocessing. All of the leaks occurred during the last hour of treatment. For this reported lot number, the nurse manager states that the blood leak detector alarmed and the dialysate outflow tested positive for the presence of blood. The treatment was discontinued and the system was discarded. The reported blood loss was approximately 250cc. The pt remained stable and did not require any medical intervention. The dialyzer was discarded on the day of the event. A medwatch form was filed based on blood loss. A response letter has been sent to the facility.